Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the area was not clean before starting peritoneal dialysis. On an unreported date the patient was hospitalized for the event. The day after event onset, the patient began treatment with intraperitoneal (ip) vancomycin (1gm every five days, duration not reported) and ip injection meropenem (1gm every, night dwell, duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.